Event description:
Received medwatch report in 2008. Reported as: "surgeon inserted pilling dilator into mouth. When surgeon pulled instrument out of mouth, the rubber end of pilling dilation came off of insertion handle. Cup forceps were inserted and surgeon grasped the tip and removed it." No further info avail at this time.

Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed.